Event description:
Paramedics responded to a person, condition not reported. The device was connected to the patient for cardiac monitoring. According to the reporter, the device powered off by itself, and was difficult powering back on. The patient was transported to the hospital without any adverse affects from the device use.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.